Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after delivering a bolus, the customer experienced low blood glucose (bg) levels ranging from 58 to 65 mg/dl. Juice was consumed to address the low bg level. The customer thought that as the settings on the pump had not been increased or decreased, the pump may have been delivering too much insulin.

Manufacturer narrative:
(B)(4).